Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reverse total shoulder replacement; prof (B)(6), (B)(6) hospital (B)(6) 2018. During insertion of the inferior screw (36mm locking screw) into the metaglene (std cementless), one of the castle tabs on the locking screwdriver (2307-92-003) snapped off. The surgeon appeared to be applying significant force when inserting the screw into the metaglene as he was unable to fully seat the screw within the metaglene. Secondary green driver was used, and although screw was able to be seated, multiple castle tabs were broken off the second driver. All broken pieces from the screwdriver were retrieved from the patient. Five minute delay to procedure. No ae to patient. Female patient (B)(6): (B)(4), aged (B)(6) years, dob: (B)(6). (B)(6) representative was present for the case.

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary examination of the returned device confirmed reported breakage. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Product complaint # pc-(B)(4) investigation summaryexamination of the returned device confirms the reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.